Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and confirmed the reported leak under pressure. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. A query of the complaint-handling database was performed and revealed no other incidents reported from this lot. The analysis of the device confirmed the leak originating from the base of the hub at the strain relief junction. The device was tested during manufacturing and passed all lot release testing, confirming no product deficiency is suspected. This type of reported complaint will continue to be monitored per local quality procedures.

Event description:
It was reported that a 5.0 x 20 mm fox sv was advanced to the lesion and pressurized to 10 atmospheres when the hub leaked at the shaft. Then a 5.0 x 20 mm armada 35 was advanced to the lesion when it also leaked at 10 atmospheres at the hub where it connects to the shaft. Another fox sv was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The armada referenced is being filed under a separate manufacturing report number.